Event description:
It was reported that the cdi 500 blood analyzer started alarming and when checking it was found that the rotaflow was powered up, not alarming, but the rpm (revolutions per minute) setting was at 0. The patient was hand cranked while the hospital cycled the power and then hooked the patient back up until the other machine was available. The concern is that the unit stopped working and also didn¿t alarm. No patient harm occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the cdi 500 blood analyzer started alarming and when checking it was found that the rotaflow was powered up, not alarming, but the rpm (revolutions per minute) setting was at 0. The patient was hand cranked while the hospital cycled the power and then hooked the patient back up until the other machine was available. The concern is that the unit stopped working and also did not alarm. The affected drive (serial#(B)(6) was sent back to manufacturer for repair. It was received on 2022-03-21 and during investigation by the getinge service department on 2022-06-01 the reported failure could not be reproduced. Thus, the drive was sent to the supplier emtec on 2022-06-10 for further investigation. On 2022-07-27 the manufacturer emtec was unable to reproduce the reported failure. Nevertheless, the drive has been recalibrated as a precaution. After functional test at getinge service department on 2022-08-03 the device was sent back to the user. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "pump stop and no alarm" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: 1. Pump stop intervention after technical error (e.g. Pump runaway, error head). 2. Sensor error (bubble, level, pressure(in hl20 mode), flow)3.* software error. 4. Wrong intervention limits. 5. Unintended rpm change by user. 6. Unintended switch off by user. The product in question was produced in 2008-09-16. The review of the non-conformities has been performed on 2022-08-09 for the period of 2008-09-16 to 2022-01-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter: 2.2.2 position of use and operation, and positioning danger if warning signals are not heard. In noisy environments, there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. Chapter 5.6.1 check before every use before each application, test whether an alarm sound can be heard. Check whether an acoustic alarm is emitted during the self-test ("switching on the console, self-test", page 45). The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).